Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. It was reported that they do not know if the infection was related to the device/therapy. They stated the two departments - infections disease and neurological - could not come to an agreement. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had her ins replaced due to normal battery depletion, but after the surgery got an infection and was in the hospital for 4 days. The patient reported having a fever. The patient also reported that her healthcare provider (hcp) did not know where the infection was coming from, but it was not in the area of the ins. The patient stated she was on a PICC line twice a day for a month, and the infection was resolved and there have been no problems since. There were no reported complications after the reported infection and no further complications were expected. Patient was implanted for radiculopathies and spinal pain.